Event description:
It was reported that there was noise on the right ventricular lead. The lead was explanted and replaced. During the device and lead replacement procedure, the physician decided to replace the atrial lead due to visual inspection of a possible insulation compromise. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sdr303b implantable pulse generator, (B)(6) 2001; 5076-52 implantable pacing lead, (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary - (B)(4) - the proximal segment of the lead was returned and analyzed and no anomalies were found. However, the outer insulation of the lead was extrinsically breached due to a tear. A cosmetic white substance that developed in vivo on the outer insulation of the lead was observed. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.